Event description:
On 06 oct 2009, the sales representative reported that during surgery, the patient has hard bone and has had a previous fusion from t10-l2 fusion. The surgeon was instrumenting on l2-s2. On l3 the surgeon was attempting to implant a screw with the driver, when he was not able to implant the screw any further and he was not able to explant the screw either. The surgeon was able to finally explant the screw with a rod and closure top and spin it out. The surgeon had already stripped out three screw the driver would not fit on the screw correctly. It was noticed that the driver was fractured in an h-shape. The surgeon was able to finish the case with the other driver. There was a surgical delay of 2 hours. The screws were discarded in surgery.

Manufacturer narrative:
No product will be returned. Product was discarded in surgery. Device manufacture date is unknown. A review of the device history record was not able to be performed as the device was discarded during surgery and the lot number not available. The report indicates the patient had hard bone and the screwdriver hex mating tip was found broken during surgery. The likely cause for the screw to strip is determined to be a result of the broken driver. The alternate driver was used to complete the procedure.